Event description:
It was reported that the device was not sealed. A 135cm rubicon 35 (box 5) were used. The bottom of the package was open, and the sterility was compromised as the inner pouch was not sealed. Subsequently, they pulled one out of the box and the catheter fell out. The procedure was completed with a different device. There were no complications reported.